Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, infection ("infection") and menstrual disorder ("menstruation issues"). At the time of the report, the device dislocation, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, infection and menstrual disorder to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 26-year-old female patient who had essure (batch no. 835491-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("reviewed the CT scan there are coils in the uterus on the left - not perforating anything"), infection ("infection") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, infection and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, infection, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 coils protruding from the left side, and 3.5 coils protruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion". Most recent follow-up information incorporated above includes: on 5-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a 26-year-old female patient who had essure (batch no. 835491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("reviewed the CT scan there are coils in the uterus on the left - not perforating anything"), infection ("infection") and menstrual disorder ("menstruation issues"). Essure treatment was not changed. At the time of the report, the device dislocation, device expulsion, infection and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, infection, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 coils protruding from the left side, and 3.5 coils protruding from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish", reporter,lot number added from pfs. Event "CT scan there are coils in the uterus on the left - not perforating anything", lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. 835491-notvalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar affective disorder, depression, anxiety, arthritis, osteoarthritis, chronic uti, asthma, bipolar affective disorder, heart murmur, urinary tract infection, palpitations and depression. Concomitant products included aripiprazole (abilify), ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha), gabapentin, ibuprofen, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa), paracetamol (acetaminophen), salbutamol sulfate (albuterol sulfate), sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (bactrin), tramadol and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("reviewed the CT scan there are coils in the uterus on the left - not perforating anything"), infection ("infection"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent treatment due to complications from the essure device). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device expulsion, infection and menstrual disorder outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, depression and anxiety had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, heavy menstrual bleeding, infection, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 coils protruding from the left side, and 3.5 coils protruding from the right ostium. Patient had received the treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion" lot number (835491) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. 835491-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar affective disorder, depression, anxiety, arthritis, osteoarthritis, chronic uti, asthma, bipolar affective disorder, heart murmur, urinary tract infection, palpitations and depression. Concomitant products included aripiprazole (abilify), ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide (prenatal multivitamin + dha), gabapentin, ibuprofen, medroxyprogesterone acetate (depo provera), olanzapine (zyprexa), paracetamol (acetaminophen), salbutamol sulfate (albuterol sulfate), sulfamethoxazole;trimethoprim (bactrim), sulfamethoxazole;trimethoprim (bactrin), tramadol and venlafaxine hydrochloride (effexor). On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("reviewed the CT scan there are coils in the uterus on the left - not perforating anything"), infection ("infection"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (underwent treatment due to complications from the essure device). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, device expulsion, infection and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, depression and anxiety had not resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, infection, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 coils protruding from the left side, and 3.5 coils protruding from the right ostium. Patient had received the treatment for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion" . Most recent follow-up information incorporated above includes: on 22-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("migration/migration of essure device location of device: uterus") in a 26 year-old female patient who had essure inserted (lot no. 835491-notvalid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression, palpitations, urinary tract infection, heart murmur, bipolar affective disorder, asthma, chronic uti, osteoarthritis, arthritis, anxiety, depression and bipolar affective disorder. Concomitant products included albuterol sulfate (salbutamol sulfate), bactrim (sulfamethoxazole;trimethoprim), prenatal multivitamin + dha (ascorbic acid;betacarotene;calcium carbonate;colecalciferol;docosahexaenoic acid;ferrous fumarate;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos;zinc oxide), ibuprofen, tramadol, gabapentin, bactrin (sulfamethoxazole;trimethoprim), zyprexa (olanzapine), depo provera (medroxyprogesterone acetate), abilify (aripiprazole), effexor (venlafaxine hydrochloride) and acetaminophen (paracetamol). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced procedural haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), device expulsion ("reviewed the CT scan there are coils in the uterus on the left - not perforating anything"), pelvic pain ("severe pelvic pain / pain"), infection ("infection"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgical essure removal on (B)(6) 2023. At the time of the report, the procedural haemorrhage, heavy menstrual bleeding, depression and anxiety had not resolved. The outcomes for device dislocation, device expulsion, infection and menstrual disorder were unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain and procedural haemorrhage to be related to essure administration. The reporter commented: plaintiff underwent treatment due to complications from the essure device. There were 4 coils protruding from the left side, and 3.5 coils protruding from the right ostium. Patient had received the treatment for pain, bleeding and psych injury. Date(s) of insertion: (B)(6) 2011 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: results: essure device was successfully occluded ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : device expulsion" lot number (835491) is not valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product stop date, removal details, action taken with drug reporter causality comment updated. Surgery added to device dislocation. Annex f updated. We received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.